Event description:
The end user states that the device is powering on and putting out air. The device is not dispensing the medicine according to the end user. States has had it for 2 years, but only uses it when needed, not daily use.